Event description:
It was reported that the customer's insulin pump was damaged. Her blood glucose level was 205 mg/dl. The reservoir could come out easily. A little black circle was missing in the inner part of the reservoir chamber. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and missing reservoir tube o-ring.